Event description:
It was reported pt indicated that since her implantable pulse generator (ipg) replacement, her left foot had not got any coverage from the stimulator. The stimulator was placed for radicular pain in her left leg. Company rep tried all combinations with physician programmer, but was unable to produce stimulation on her left leg below the calf and shin. Company rep could produce stimulation on her right leg all the way to the foot, even though contact 15 was over 10000 ohms. The pt has had quite a few health problems in the last year. Company rep was to follow-up with pt at her next visit to physician's office. The pt was not currently turning the stimulator on since this was not covering her foot. The pt was not scheduled to undergo anymore surgery for the stimulator or lead. The pt was currently in a rehab center and had been there since her ipg replacement. It was noted pt was sent there not due to ipg replacement, but to recover/rehab from a possible stroke or other health conditions. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).